Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-12990 was received for investigation. Functional testing identified that the test needle was unable to be advanced completely through the shaft of the returned scorpion, indicating that fragments of another needle were present within the inner diameter. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Event description:
On 12/28/2021, it was reported by a sales representative via sems that an ar-12990 knee scorpion was damaged, the needle was broken inside. This was discovered during use with no impact to the patient. On 01/07/2022, an email was sent to the sales representative to obtain further information about the procedure, to find out if the needle tip fell into the patient or was contained within the needle holder, if the fragments were removed and how the case was completed. On 01/13/2022, sales representative provided the following additional information: the complaint device broke during a meniscal root repair. While trying to deploy suture, the needle broke before it even hit any tissue. It wouldn't make the corner to come up the device. The needle was contained within the scorpion device. The case was completed by opening up new scorpion and needle and finished procedure as indicated. No problems were incurred with other scorpions. This was not pushing through excess tissue. This was clearly malfunction of the needle or scorpion device.